Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada and the device performed to specification. The device was put through extensive testing including 30j testing with the customers returned electrodes, full energy discharge testing, defib cycle, and full bench testing without duplicating the report. The device was recertified and returned to the customer. Review of the file showed the multifunction (mfc) cable is shorted. 72 seconds after power up the short is removed. At no point after this is anything ever attached to the mfc cable. No identification of a CPR adaptor, or electrodes. The customer uses the CPR adaptor and one-step a/a electrodes. It appears as though the CPR adaptor was never applied to the mfc. So, the electrodes are likely applied to the patient and adaptor, but the adaptor was not fully inserted into the mfc. Analysis of reports of this type has not identified an increase in trend.